Event description:
It was reported, that the patient presented for a follow-up in the clinic. With infection at the implanted device pocket site and pocket erosion. Also, the implanted device pocket site appears to be swollen. The pacemaker, right atrial lead and right ventricle lead were found visible from the opened incision site of the implanted device pocket. The pacemaker was explanted and replaced. At the same time, the atrial lead and right ventricle lead were capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.